Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code: code 1562 was removed and code 1212 was added.

Event description:
Subsequent to the previously filed report, additional information was received. Reportedly, the device became entangled within the patient and the suture was cut to remove the device. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with the prostyle device, a suture break occurred when the plunger was removed. The suture of one new prostyle device was successfully pre-placed. The aaa procedure was completes using the same sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.